Event description:
It was reported that the customer's insulin pump had a crack on the screen which made it illegible. The damage was caused when the customer fell on the insulin pump. The customer's blood glucose levels are unknown. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, minor scratched display window, cracked display window corners, cracked reservoir tube lip, and cracked reservoir tube.(B)(4)